Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted, but while applying m-knob, the forward movement was greater than normal. It was suspected the cds may have been mis keyed, or the device was defective. Therefore, the cds was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with a sleeve steering issue and product quality problem associated with defective device were not confirmed via returned device analysis. Improper or incorrect procedure or method- failure to follow steps/instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported unintended movement associated with a sleeve steering issue and product quality problem associated with defective device could not be determined. The reported improper or incorrect procedure or method is associated with the cds possibly being mis-keyed (the alignment marker on the steerable sleeve not being aligned with the alignment marker on the steerable guide catheter (sgc) hemostasis valve) during cds insertion. It should be noted that the mitraclip instructions for use (IFU) states to "align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve." There is no indication of a product issue with respect to manufacture, design or labeling.